Event description:
Site reported bilateral patient had both light adjustable lenses explanted as the desired refractive outcome was not achieved after light adjustment treatments. Rxsight's awareness date was 10/14/2021.

Manufacturer narrative:
Site reported bilateral patient had both light adjustable lenses explanted as the desired refractive outcome was not achieved after light adjustment treatments. Rxsight's awareness date was 10/14/2021. The device history record for the lenses were reviewed. No issues were noted. Serial number: (B)(4), lot number: l02-001446, mfg date: 12/4/2019, expiration date: 11/30/2022, UDI: (B)(4). Serial number: (B)(4), lot number: l02-001525, mfg date: 1/4/2020, expiration date: 12/31/2022, UDI: (B)(4). The explanted lenses were returned and are currently being evaluated.

Manufacturer narrative:
Site reported bilateral patient had both light adjustable lenses explanted as the desired refractive outcome was not achieved after light adjustment treatments. Rxsight's awareness date was 10/14/2021. The explanted lenses were returned for evaluation. The lenses were cut into multiple fragments. Visual and optical testing found no issues with the lenses.

Event description:
Site reported bilateral patient had both light adjustable lenses explanted as the desired refractive outcome was not achieved after light adjustment treatments. Rxsight's awareness date was 10/14/2021.